Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number 06506 as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the comb was rough, the side plates were gouged, and the roller end was damaged. The ratchet was sent with the device was a meshgraft ii ratchet. The 1:1 ratio cutter, serial number (B)(4) and the 2:1 ratio cutter, serial number (B)(4) both produced a passing sample graft. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and repaired the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was non-verifiable as it is unknown what the customer is referring to in their reported event. It is unknown what the customer is referring to in their reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not working properly. No adverse consequences have been reported as a result of this malfunction. Investigation results revealed that the comb was rough and damaged.